Event description:
When the physician attempted to withdraw the catheter, which had been placed a week prior, he experienced resistance at the vater's papilla, narrowed area, right bile duct and fistula, when the string became caught within the fistula. The catheter was removed from the pt with a portion of the string remaining in the pt. Two weeks later, the physician pulled the end of the string, which was exposed, out of the pt, allowing the string, which remained in the pt, to be retrieved with no difficulty. We were advised the physician assumed the retrieved string had been caught by some tissues within the pt.